Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous lead system exhibited noise on both the rate/sense and atrial channels. The noise was oversensed and led to an inhibition of ventricular pacing.